Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event: estimated as 12/17/2025.

Event description:
It was reported that a vessel closure was attempted with a prostyle device relative to a procedure. Reportedly, the suture was not present when the plunger was removed. The method of hemostasis was not provided. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed because the lot number was not reported, and the device was not returned. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure; however the treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: b5 - describe event or problem - updated. D9 - device available for evaluation updated from ni to no.

Event description:
It was reported that a vessel closure was attempted with a prostyle device relative to a procedure. Reportedly, the suture was not present when the plunger was removed. The method of hemostasis was not provided. Subsequent to the initially filed report, the following additional information was received: it was reported that a venotomy closure of the right common femoral vein was attempted with a prostyle device using an 8f sheath after an electrophysiology procedure. Reportedly, the suture was not present when the plunger was removed. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.